Manufacturer narrative:
The reporter¿s phone number was not provided. The part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. The product code is unknown. Therefore, the brand name, common device name, catalog number and 510k classification are unknown. The manufacturing location was unknown. The serial number is unknown; therefore, the manufacture date and UDI are unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the oscillating saw attachment device was loaded with a saw blade device and when the surgeon went to use the saw device, the attachment device fell apart. It was reported that the cogs and mechanisms were exposed and a new kit had to be opened. It was further reported that the sterile field was not comprised and the patient was not at risk. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.